Event description:
A hydrothermablator was used for a hydrothermablation procedure(age, weight unknown). According to the complaintant, during the ablation, there was a 10cc loss of saline. Post procedure, the physician noticed a vaginal burn. It should be noted that a tenaculum was used during the procedure. The burn was treated with silvadene cream, the procedure was completed with another device and there were no further complications reported with this event.

Manufacturer narrative:
A device evaluation was not performed as the product was disposed. A device history review could not be performed as a lot number was not provided. Additionally, with no lot number, the expiration and manufacturing dates are not known. Based on the information provided, the most probable root cause of this event is user error.

Manufacturer narrative:
Was adverse event and product problem should be adverse event: was not selected should be other serious (important medical events).